Event description:
Procedure: kidney transplant donor. According to the reporter: the staple was properly loaded according to scrub nurse. The sulu was jammed to the body. The jaws could not be opened to be removed from the tissue. So there was additional tissue loss to remove locked jaw and its tissue.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.